Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 419 mg/dl and 101 mg/dl. The patient reported that he finished up eating dinner and did not wash his hands prior to testing. The patient stated that he "may" have had some enchilada sauce on his finger. He washed his hands and retested with the 101 mg/dl result.